Event description:
On (B)(6) 2011, pt reported that he had been hospitalized for 2 days due to hyperglycemia. Blood glucose was in the 600 mg/dl range, and hosp treated hyperglycemia with insulin injections. Basal rates were not programmed correctly in the infusion device. Basal rates were programmed at 1.5 units per hour instead of 1.4. Time and date were programmed correctly. No error messages were received on the infusion device. There was no insulin leakage in the sys. Pt reported the infusion needle is changed every 2 weeks, and he was advised on MFR recommendations. Pt provided f/u on (B)(6) 2011 and reported he was released from the hosp on (B)(6) 2011. Blood glucose elevated as high as 950 mg/dl, and target blood glucose is 120-140 mg/dl. Pt switched to the backup infusion device on (B)(6) 2011, and since then, blood glucose has been in the normal range. Pt believes the infusion delivery of the infusion device is inaccurate due to the piston rod. Pt reviewed the daily totals in the infusion device history, and the amount delivered on the day of the hospitalization was 88 units. All other days were in the 30 unit range. There were no air bubbles or blood in the sys, and pt was using a full cartridge. Pt occasionally reuses the cartridge and was advised against doing this. Infusion set was not disconnected or dislodged. Pt did not forget to prime the infusion tubing, and the infusion device was not in stop mode for any length of time. Pt did have a decrease in activity but did not have add'l stress or medication changes. Infusion device was dropped on the cement a few times in the past couple of weeks. There was no obvious physical damage to the infusion device. Infusion device was exposed to moisture due to sweat and rain. The piston rod was not cracked, spinning, and did not appear to be damaged. Infusion device, battery, battery cover, and adapter were replaced and requested for eval.